Event description:
(B)(6), reported that one of her technicians had pushed the filter into the tube to collect the sample. (B)(6) reported that when the technician reversed the pull, the filter pulled out splashing serum on his head, face and upper body. He did have proper safety equipment on, therefore, no blood contacted his mouth or eyes. The porex filter sampler blood serum filter was used in conjunction with a plastic vacuum blood collection tube, which is purchased separately by the user and not manufactured by porex.

Manufacturer narrative:
This assembly (porex edp 6481) is sold to (B)(4) (distributor) that supplies clinical laboratories. This assembly (porex edp 6481) contains three components: 1 - 16mm x 4" ib/std tube (porex edp 2151); 1 - 16mm plug/filter (porex edp 2124); and 1 - 16mm ion-barrier stopple red (porex edp 2125). Failure can occur from improper usage or if components dimensionally are out of specification, i.e., stopple is too small and tube is too large. Functional eval: (B)(4). All passed functional test. Dimensional eval: (B)(4). The 6 returned plastic vacuum blood collection tubes were measured and found to be acceptable.